Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer abutment screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00556-haz rev. 5, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #19 was removed due to having a fractured abutment screw. No surgical/medical intervention required for permanent damage. No other implant was placed to complete the procedure, site grafted and will wait. No delay during the procedure. Additional appointment is required for a new implant placement. No symptoms as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.